Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The pump began charging using the tandem charging cable and a non-tandem wall adapter.